Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced two false negative results. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "I took 2 tests both had 2 pink lines. I don't think the scan cards are accurate I had 2 very dark pink lines it said negative..I used 3 tests to finally figure it out lol..and I have been sick for 3 weeks my husband has been sick for 2 weeks and we've been exposed to covid positive family the night before they got their results from a drive up testing sight".

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced two false negative results. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "I took 2 tests both had 2 pink lines - I don't think the scan cards are accurate I had 2 very dark pink lines it said negative..I used 3 tests to finally figure it out lol. And I have been sick for 3 weeks my husband has been sick for 2 weeks and we've been exposed to covid positive family the night before they got their results from a drive up testing sight".

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer has been sick for 3 weeks but tested negative twice¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.